Event description:
Supplemental report is being submitted due to a lab re-evaluation completed on 08-jun-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 2 x echo-19 devices of lot c1954633 were returned opened in their original packaging. This file is related to (B)(4). The device related to this occurrence underwent laboratory evaluation on (B)(6) 2023. On evaluation of the device the following observations were made: - stylet returned removed from the device - kink observed approx. 12.5 cm from the tip of the mlla (leur lock) - sheath extender able to advance and retract with no issue - needle handle unable to advance past between position 4 and 5 - needle removed from the device and proximal needle break observed below sheath extender. Another lab evaluation was done on (B)(6) 2023 and the below findings were observed: -needle removed from device and kink observed below sheath extender. -distal end of needle examined, and no issues observed, -stylet returned separately from the device. -sheath extender able to advance and retract with no issues, -needle handle able to advance and retract with no issues. Another lab re-evaluation was done on (B)(6) 2023 and the below findings were observed: -distal end of needle examined and no issues observed. Customer attached images of the device and the stylet is observed to be removed from the device. Clarification was requested from the customer to check if they had observed the proximal kink prior to returning the device and response was received as below: can you please ask the customer to confirm if it was a proximal kink they observed prior to shipping? No. The customer reported a distal kink when asked to clarify whether the kink observed was located proximally or distally however, based on the findings during the lab evaluation, the complaint has been investigated based on a proximal kink as the distal end of the needle was examined and no issues were observed. It should be noted that there was both a kink and a break at the same position on the needle but the customer likely noticed the kink as they had reported that the sheath was bent prir to device use; the break was identified during laboratory evaluation, and both the kink and break would have most likely occurred during transportation of the device. Manufacturing records review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1954633 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1954633. Instructions for use and/ label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is evidence to suggest that the customer did not follow the instructions for use as they knowingly used a damaged device (ifu0101). This will be captured in (B)(4). There is also evidence to suggest that the customer did not follow the instructions for use as the stylet was not partially removed prior to advancement of needle as per additional imformation q.23. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause for the needle breaking could be attributed to the devices being damaged during transportation. Another possible root cause could be attributed to handling of the packaging at the facility during storage and/or device preparation. Each device is inspected prior to shipping from cook ireland and these checks include visual inspections of the product packaging both prior to the package being sealed and after it is sealed. Any device where defects are observed are discarded and would not be shipped. It is therefore likely that the damage observed on the devices in this instance occurred during transportation to the user facility or as the device was pulled from storage for use in this procedure. The needle handle was unable to advance past between position 4 and 5 during lab evaluation this would most likely be due to the proximal needle break observed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, user found out the needle sheath bent after opening the package which cause difficulty advancing needle. User then opened another same lot device which has the same issue of sheath bent, user tried to do biopsy and failed. Confirmed quantity of 02 devices, 01 device used and, 01 device prior to use. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the devices being damaged during transportation. Another possible root cause could be attributed to handling of the packaging at the facility during storage and/or device preparation. Each device is inspected prior to shipping from cook ireland and these checks include visual inspections of the product packaging both prior to the package being sealed and after it is sealed. Any device where defects are observed are discarded and would not be shipped. It is therefore likely that the damage observed on the devices in this instance occurred during transportation to the user facility or as the device was pulled from storage for use in this procedure. The needle handle was unable to advance past between position 4 and 5 during lab evaluation this would most likely be due to the proximal needle break observed. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2023.

Event description:
User took 19g needle to do biopsy ,but found out the needle sheath bent after opening the package which cause difficulty advancing needle. User then opened another same lot device which has the same issue of sheath bent, user tried to do biopsy and tried several times but failed. User then changed to a 22 g needle to complete the biopsy. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: are images of the device or procedure available? Yes. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Yes. If the device is a procore needle, is the device damage located at the notch / core trap? Yes. If no, please specify where the damage is located procore. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 2r,2l,4r,ao,ar,11,ri,11s. Please describe the size of the intended target site. Unknown. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. Was the device used in a tortuous position? No. Are images of the device or procedure available? Yes. Was it damaged in packaging before removal? Yes. Was it damaged on removal from packaging? Yes. Was force required to remove the device? Yes. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentax , model unknown. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? No. Was difficulty experienced while retracting the needle? Yes. Was the syringe used during the procedure, after the stylet was removed? Was the needle able to be fully retracted before removing from the patient? Yes. Was gaining access to the targeted site difficult? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? Yes . Was the stylet partially removed prior to advancement of needle? No. How many biopsies/passes were obtained with use of this needle? No. Did any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? Yes. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. Procore . Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Ebus .

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.